Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and barlow disease. An xtw clip (50730r1020) was inserted and placed on the valve. It was noted that the clip was difficult to open initially. After placing the clip on the valve, while performing the first lock test, the clip opened to 20-30 degrees. The clip was reclosed and the lock was checked again. The clip proceeded to open to 20 degrees. Clip was closed to close side of neutral and lock-line removal process was performed. The clip remained close after the second lock check. After removing the release pin, the clip opened to 60-70 degrees. An additional xtw clip (50730r1022) was inserted and also experiencing an opening to 60-70 degrees after removing the release pin. A third clip was then implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked, clip opening during efaa, or difficulty opening the clip. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, causes for the reported clip opening while locked, clip opening during efaa, and clip jumping open after deployment could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.